Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿alert 69 ¿ algorithm data parity check¿ with an accompanying ¿unable to proceed¿ alert, after which the user transitioned to multiple daily injections and continued cgm use without reported blood glucose impact, and the pump was scheduled for replacement. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse physiological effects. Outcomes included temporary interruption of automated insulin delivery and the need to initiate therapy via injections until a replacement device could be used. Investigation included review of device error alerts, user education on shutting down the device, data synchronization guidance, and instructions for startup on the replacement device. Investigation of this case revealed a malfunction consistent with an algorithm data integrity fault within the pump¿s control software, prompting replacement of the affected pump hardware. It was concluded that the cause was a device malfunction related to software or data integrity in the pump¿s algorithm control.